Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a190, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a190, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported he cannot charge the implantable neurostimulator (ins). The last time the patient felt stimulation was in (B)(6) 2015. The last successful recharge session was (B)(6) 2015. The patient did not charge because he was in the hospital for unrelated issues. It was reviewed the device may be in overdischarge if it has been over three months. The patient was to follow up with the health care provider (hcp). The patient was going to call the hcp for a physician mode recharge (pmr). It was also reviewed the importance of keeping the implantable neurostimulator (ins) charged to maintain therapy. The patient reported it was a sudden change in therapy/symptoms. The patient had xrays unrelated to the device in (B)(6) 2015. There was no emi related to this event. Medical history includes spinal pain, cervical radiculopathy, broken arm, pneumonia, and trailer falling on chest. If additional information is received, a supplemental report will be submitted.